Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be specified. However based on the report of olympus india and the former similar case, omsc presumed there was the possibility this phenomenon was attributed to inadequate reprocessing by the user. [Notes] the instructions for safe use (IFU, reprocessing manual) states regarding brushing method around forceps elevator as follows: 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet moreover, the instructions for safe use (IFU, reprocessing manual) states as follows: 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. From above, omsc presume that the reported phenomenon could be prevented. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the forceps elevator of the subject device had the foreign object. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found there was the foreign object on the forceps elevator of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.